Event description:
It was reported that the patient presented to the hospital for a biventricular upgrade. During the procedure, the physician experienced difficulty securing the right atrial (ra) lead due to detachment from the atrial wall. The lead was not used, and the physician elected to complete the procedure with a different lead. The patient's condition remained stable.

Manufacturer narrative:
A complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.